Event description:
It was reported, the pt had lost significant amount of weight since the pt was implanted with the scs system. This caused the pt discomfort and pain at the ipg pocket site due to its size. In an effort to resolve the issue, the pt underwent surgical intervention to explant and replace the system ipg with a different model ipg. Further follow-up on this matter revealed all the issues have been resolved and stimulation was captured post replacement. The explanted product was discarded by the facility.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.